Event description:
It was reported a pericardial effusion with tamponade occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. Intra-cardiac echocardiography (ice) was performed as the imaging method during the procedure. A 31mm watchman flx closure device was successfully implanted. No recaptures were necessary. The initial position fulfilled the release criteria and showed a very good position and seal. Once the procedure was completed, the patient complained about not feeling well and having chest pain. A transesophageal echocardiogram (tee) was performed and showed a minor pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and 30mg of protamine were administered. The patient went to the intensive care unit for monitoring. About two hours later, the patient went back to the cath lab where 100-150ml of blood was drained from the recurring pericardial effusion. The patient was again monitored and no further pericardial effusion occurred. The patient was in good condition. The patient was discharged (B)(6) 2019. Of note, a pre-CT scan shows a proximity of the pulmonary artery to the laa. The cause of the effusion was unable to be identified via imaging.